Manufacturer narrative:
A ge rep has evaluated the system and troubleshooting continues.

Event description:
The customer reported the system shut down and will not boot up. No pt injury was reported.